Event description:
Healthcare professional reported right side "leak." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak."

Event description:
Healthcare professional reported right side "leak." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat and opening curved. Leak test and microscopic analysis was performed which identified a sharp opening on valve bold edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bold edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "leak." Device has been explanted.